Event description:
It was reported that during an unk procedure, the cutting balloon detached. The calcified and stenosed lesion being treated was located in the tortuous popliteal. Difficulty was encountered when advancing the small peripheral ultra 2 cutting balloon "since the artery was very narrowed and almost occluded". However, inflation and deflation occurred as per directions for use without any problems. It was reported that during the withdrawal of the peripheral ultra 2 cutting balloon on the guidewire, the physician encountered resistance, and noted that the balloon was detached. The entire balloon including the atherotomes remains in the patient. The balloon fragment was then secured against the side of the vessel with a stent. The physician reported that the detachment was "due to the anatomy and the very narrowed artery. He could feel that it was very hard navigating in this artery". The procedure was completed, and patient status was reported as 'perfect'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.